Event description:
Adverse event(s): "corneal ulcer" (corneal ulcer). Product problem(s): "none reported" (no info). A health care professional reported a female pt experienced a sizeable corneal ulcer following the use of this product . He stated the pt switched to another multi-purpose solution and she is now doing fine. Additional info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info requested via mail on 07/15/2010 and 07/30/2010. (B)(4).